Event description:
It was reported that the back case of the epg (external pulse generator) was damaged. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that excessive battery current caused the failures seen during repair of the device. Active current drain issue caused capacitor backup to not meet specification. After extensive component replacement and analysis, no conclusion could be determined to the component level, further analysis halted due to complexity of circuitry.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken and contaminated. It was also noted that the upper case was broken, the battery release was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the lead flex cover was broken, the battery contacts were compressed, the battery drawer was contaminated, the battery drawer o-ring was missing, the battery flex was contaminated, the heart lead flex was contaminated, and the main printed circuit board (pcb) was out of electrical specification (active current drain and battery removal amplitude tests failed). (B)(4).